Event description:
Source reports having an allergic reaction to product evidenced by itchy eyes, stinging, burning sensation, discomfort, and an alteration in color perception. She believes that the product is marketed as having a handling tint when actually it has a cosmetic tint and was mislabeled.